Event description:
It was reported that during a peripheral cryoplasty treatment procedure, marker band issues occurred. The 85% stenosed target lesion was located in the non-calcified and non- tortuous mid superficial femoral artery. During inflation of the .035 - 5/40/120 polarcath cyroplasty balloon the physician noted the position of the radiopaque markers was a 'little different' then usual and that they were improperly situated on the balloon. The procedure was successfully completed with this device. No patient complications were reported and the patient's status is listed as stable.

Manufacturer narrative:
(B)(4).device evaluation by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis, if there is any further relevant information form that review, a supplemental medwatch will be filed.(B)(4).

Manufacturer narrative:
Device evaluation by manufacturer: the polarcath balloon catheter was received for analysis. Visual analysis revealed a kink on the shaft at approximately 72.7cm from the distal tip of the catheter. Dried blood was observed on the catheter shaft and connector. Visual inspection of the balloon fabric (radiopaque) revealed evidence of inflation. The catheter was subsequently threaded with a guide wire with no issues indicating that the kink did not affect the operation of the catheter. Functional analysis was then conducted by connecting the device to a lab inflation unit set to run functional tests. Two full treatments were completed with no errors. Next, the catheter was pressurized with house air at 30 psi and visually inspected with a microscope. It was observed that the balloon fabric was not completely overlapping down the length of the balloon. Inspection of the balloon fabric additionally revealed a gap. It was also observed that the fabric partially folded under itself for approximately 9mm at about 5 mm from the end for the balloon fabric at the distal end of the device. Upon detailed inspection, the radiopaque markers were found to be within specifications. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a peripheral cryoplasty treatment procedure, marker band issues occurred. The 85% stenosed target lesion was located in the non-calcified and non- tortuous mid superficial femoral artery. During inflation of the .035 - 5/40/120 polarcath cyroplasty balloon the physician noted the position of the radiopaque markers was a "little different" then usual and that they were improperly situated on the balloon. The procedure was successfully completed with this device. No patient complications were reported and the patient's status is listed as stable.